Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional believes that the patient's cardiac resynchronization therapy defibrillator (crt-d) device "misfired" twice. The remote monitor transmission was also unable to be sent through the mobile programmer tablet. The device remains in use. No further patient complications have been reported as a result of this event.